Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Evaluation summary: a review of the device history records found no non-conformances.

Event description:
It was reported the shaft of the super multivac 50 icw arthrowand became loose intra-operative. In order to complete the procedure, the physician reverted to a new arthrowand. No pt complications were reported as a result of this event.